Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the applicator has no solution present.

Manufacturer narrative:
One sample was received by our quality team for evaluation. By evaluating the applicator, it was observed that the ampoule was activated since the ampoule glass inside the applicator was found broken. Applicator foam shows evidence of short hairs that may come from the patient skin where the applicator was used. The broken glass inside the applicator was evaluated and it was observed evidence of drops of dry solution on the walls of the glass, this is an indication that ampoule was not solution empty. In addition to this it was also observed evidence of drops of dry solution inside the applicator which is an indication that solution was present inside the applicator. No issues were observed during the complaint sample investigation that can be attributed to the failure mode ¿not solution present¿. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the manufacturing batch records and retain samples no issues related to the complaint were notice, failure mode ¿solution dried¿ cannot be confirmed since no issues were observed on sample received for the analysis. Root cause of the complaint cannot be determined. H3 other text : see narrative below

Event description:
It was reported that the applicator has no solution present.